Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm involved with the reported event for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the customer encountered a system error involving universal surgical manipulator (usm) #1. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the system had been restarted, but the error returned immediately. The tse reviewed the system logs and confirmed the error pointing to a usm #1 failure. The tse guided the caller to hard power cycle the patient side cart (psc) but the error returned immediately. The tse advised that the system could be configured for 3 arm use by disabling arm 4, but the customer stated that all arms were required. As a result, the customer elected to abort the procedure after anesthesia had been administered and ports were already placed.